Manufacturer narrative:
Batch review performed on (B)(6) 2025. Lot 2114340: (B)(4) items manufactured and released on 09-feb-2022. Expiration date: 2027-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: ball heads: mectacer 01.29.210 mectacer head biolox delta dia.36 12/14-l (k112115) lot 2011681: (B)(4) items manufactured and released on 11-mar-2021. Expiration date: 2026-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Cup: mpact 01.32.154mh acetabular shell ø54 multi-hole (k132879) lot 2106974: (B)(4) items manufactured and released on 26-oct-2021. Expiration date: 2026-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2111809: (B)(4) items manufactured and released on 27-sep-2021. Expiration date: 2026-09-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Screws: mpact 01.32.6515 cancellous bone screw, flat head ø 6,5 l 15 (k103721) lot 1908114: (B)(4) items manufactured and released on 18-oct-2019. Expiration date: 2024-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Screws: mpact 01.32.6520 cancellous bone screw, flat head ø 6,5 l 20 (k103721) lot 2115334: (B)(4) items manufactured and released on 16-nov-2021. Expiration date: 2026-nov-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection at about 2 years and 10 months post primary. The cup and stem were loose due to the infection. All devices revised successfully.